Event description:
Thermal burn to left forarm during MRI. Extra large pt placed on table with shoulder coil. The cord that is attached to coil pinned between pt's arm & side of bore of MRI. Because of pt's size, the coil had to work harder than usual. This generated more heat.